Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse removed and replaced power supplies ps1 and ps4, and adjusted the voltages on ps1, ps2, ps3 and ps4 for optimal performance. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that mid-way through an exam, the monitors went snowy (no image). The customer also reported that the monitor went black. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.